Event description:
It was reported to boston scientific corporation that the patient had a percuflex helical ureteral stent placed sometime in (B)(6) 2012. During the removal procedure on (B)(6) 2012 , the stent became stuck in the ureter, and the distal end uncoiled within the bladder. It was not possible to pass a wire up the stent and the stent was not able to be removed from the kidney. Reportedly, the physician believed that the stent was not encrusted, but may have uncoiled around a stone. The stent was then pushed back into the bladder and the patient was referred to another hospital, where the stent was successfully removed (details unknown). There were no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Event description:
Additional information was received that the physician believed the renal pigtail may have become knotted, uncoiled, or trapped around a stone that was not visible under x-ray. The uncoiled section of the stent was pushed back into the bladder and the renal coil was still inside the kidney. The kidney was not draining correctly with the stent in place, so the kidney was drained with a syringe, and four 20ml syringes full of blackish-brown urine were removed on an unknown date/s. The physician opined that the urine was discolored because it was stagnant/infected from not draining properly due to the stent tangle. Approximately two weeks after the initial attempt to remove the stent, it was successfully removed with a basket, while a flexible ureteroscope was used to view the stent inside the kidney. The patient was stable upon completion of the stent removal procedure, and is currently fine.

Event description:
Additional information was received that the physician believed the renal pigtail may have become knotted, uncoiled, or trapped around a stone that was not visible under x-ray. The uncoiled section of the stent was pushed back into the bladder and the renal coil was still inside the kidney. The kidney was not draining correctly with the stent in place, so the kidney was drained with a syringe, and four 20ml syringes full of blackish-brown urine were removed on an unknown date/s. The physician opined that the urine was discolored because it was stagnant/infected from not draining properly due to the stent tangle. Approximately two weeks after the initial attempt to remove the stent, it was successfully removed with a basket, while a flexible ureteroscope was used to view the stent inside the kidney. The patient was stable upon completion of the stent removal procedure, and is currently fine.

Manufacturer narrative:
(B)(6).